Event description:
It was reported that during a thyroplasty surgical procedure, it was observed that the console device was experiencing "error code 6" and ¿intermittent operation¿. It was reported that the surgical procedure experienced a delay of ¿5-6 minutes¿. It is unknown if an additional device was available for use; the reported device was used to finish the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.